Event description:
Physician noted that during procedure the enterprise stent (enf452812/10220494) was difficult to navigate through prowler select plus (606s255x/lot unknown) and got stuck due to severe friction. Physician removed the enteprise stent with the microcatheter. Another enterprise stent (details unknown) was deployed through the same microcatheter afterward without incident. No patient injury resulted. The target vessel was the basilar tip aneurysm. The concomitant devices did not kink or bend at any time. The procedure was delayed by 10 minutes although the patient did not suffer any further injury. An adequate continuous flush was maintained through the catheter. The introducer was fully seated and secured in the microcatheter hub during introduction of the device into the catheter.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region medical did a review of the device history records relative to the manufacturing, inspecting and packaging of lot 10220494. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.